Manufacturer narrative:
Exact date of event is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii cuff and endurant ii stent graft limb were implanted in a patient for the endovascular treatment of a type ia endoleak on another manufacturer¿s device. It was reported that during a follow up a new type ia endoleak was seen. Open conversion was planned but before it could be performed, the patient developed back pain and went to the emergency room with a ruptured aneurysm. An emergency procedure was done and the device was partially explanted. This reportedly resolved the event. The physician stated that the cause of the event was a growing aneurysm. No additional clinical sequelae were reported and the patient is fine.